Event description:
The customer reported that the device failed in testing only for the therapy cable. There was no pt involvement.

Manufacturer narrative:
The customer reported that the device failed in testing only for the therapy cable. There was no pt involvement. A follow-up report will be submitted upon completion of the investigation.